Event description:
Customer states the use by date on the compact test strip vial label is 2009, any other numbers in expiration date have rubbed off; manufacturer's batch record confirmed the actual use by date to be 09/30/2008. No adverse event reported. Requested return of product, replacement sent.